Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient had a fundoplication and mesh was implanted into the esophagus and positioned over the hiatal repair on an undisclosed date. The patient underwent a esophagogastroduodenoscopy to remove a blockage from his esophagus on (B)(6) 2016. It was reported that the blockage turned out to be part of mesh that was implanted during a fundoplication. Not all of the mesh was able to be removed. No additional information was provided.